Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6)2017. It was reported that the patient used an alternate blood glucose site (arm). No additional event or patient information is available. Labeling indicates: alternative site bg testing. This is when you take a blood glucose value on your meter using a blood sample from an area on your body other than your fingertip. Do not use alternative site testing to calibrate your receiver.